Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary: the instrument associated with this report was not received for examination. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. The re-usable instrument associated with this product complaint investigation has been dispositioned by the raynham gdc refurbishment cell prior to customer quality being made aware of this allegation and is unavailable for examination. Late complaint entry and complaint aging for this investigation is the result of customer comments received during the refurbishment process expressing dissatisfaction. These comments were not evaluated for consideration of a complaint, by the gdc team, as required by the bridgewater/raynham refurbish center procedure. Associated corrections are found within raynham reprocessing cell complaint reporting CAPA-009443. Due to the complaint age when reported to customer quality, in relation to the date the raynham gdc refurbishment cell processed and dispositioned the device, requests for additional information will not be executed as no patient events were identified within these refurbishment requests. A manufacturing record evaluation is not possible as the product and lot codes were not provided. The investigation would not be able to draw any conclusions as to root cause as no product is available to be analyzed. No information received with this complaint upon receipt or during the refurbishment process would indicate that a broader investigation or corrective action is necessary. Should additional information be received, the complaint may be re-opened to document the additional information and expand the investigation, as necessary. This complaint is monitored through depuy post market surveillance sep 419. Device history lot : null. Device history batch: null. Device history review: null.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instruments have refurbish rust marks.